Manufacturer narrative:
Unit passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement and active current measurement. Hardware low level failures was present in the pump trace download and hardware low level failures. Alarmed during selftest due to broken trace at u1 pin 6 (sda) on keypad assembly. Unable to verify audio/absence of alarm due to hardware low level failures. Unit received with pillowing keypad overlay, peeling/fading end cap address label and scratched case. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump was not operating as designed. The customer experienced high blood glucose. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.